Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a ureteroscopy with holmium laser procedure performed on (B)(6) 2018. According to the complainant, during procedure, the basket broke in half. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a ureteroscopy with holmium laser procedure performed on (B)(6) 2018. According to the complainant, during procedure, the basket broke in half. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A zero tip basket was returned for evaluation. A visual analysis of the returned device, revealed that only the distal section of the device was returned. The basket was in opened/extended position when received. The working length is bent/curved in several locations. The distal section of the basket wires was detached/separated from the splice cannula and pull wire/mandrel. One basket wire had been broken. Under examination the broken end of the basket wire was found to be melted, discolored and consistent with those that were in contact with laser/lithotrite. The broken wire was found to be still attached to the proximal end of the basket. Per directions for use, it states that the device must not come in contact with any electrified instrument, and that it should not be directly fired upon by any lithotrite. Doing so may cause damage to the device and could result in patient injury. Based on the information collected and regarding the directions for use, there is evidence that under examination the broken ends of the basket wire were melted and discolored and consistent with those that were contacted by laser and could have caused the encountered failure (wire broke); therefore, it is most probable that the basket wire breakage was caused due to an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user and the most probable cause will be documented as "user / use error" the reported event of the basket was broken in half was confirmed. It is the most likely that the device could have been excessively manipulated since the failures found (working length is bent/curved and distal section of the basket wires was detached/separated from splice cannula and pull wire/mandrel), are issues that could have been generated by excessive manipulation of the device by the user or excess of force applied to the product during the use of the device, excess of force can cause damages or deformities. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.